Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. The home patient reported that treir transfer set was connected to the patient line of the homechoice set at the time of the alarm. The one unused supply line was not clamped off during therapy, per the home patient. Baxter's technical service center assisted the home patient in ending therapy. The home patient completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.